Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# 0209525752, implanted: (B)(6) 2015, product type: lead. Product ID 3387-40, lot# 0209681064, implanted: (B)(6) 2015, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that during normal use on (B)(6) 2015, the patient experienced dysphagia and dysarthria. The patient had a total inability to swallow liquids, cyanosis, aspiration pneumonia, abnormal gait and anarthria. It was unknown what had led to the event. Imaging was done and was normal for the subject on (B)(6) 2015 and (B)(6) 2016. Examination was done on (B)(6) 2015. Actions/interventions taken to resolve the event included in-patient hospitalization, urgent care visit and other surgical intervention which was an endoscopic gastrostomy on (B)(6) 2015. The issue was not resolved, ongoing. The event was serious, resulted in a serious deterioration in the health of the patient, a life threatening illness or injury, permanent impairment of a body function or permanent damage to a body structure, medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or body function. The event was related to programming/stimulation. The patient¿s medical history included hypertension, hyperlipidemia, non-statin oral medications, type 2 diabetes, transient ischemic attack, cerebral vascular accident/stroke, thyroid disorder, depression and parkinson¿s disease.